Event description:
It was reported that an alert sounded and when the patient was checked two weeks later the device was at elective replacement indicator (eri) and had prolonged charge time. When the device was subsequently replaced it was questioned why the device was at end of life (eol) less than three months after eri. During the replacement procedure it was noted that charge time was below ten seconds. The device was explanted and replaced. No patient complication have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A write to locked ram power on reset (por) occurred on (B)(6) 2012. This por occurred after device was explanted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated/eri. Time of eri in save to disk was on (B)(6) 2012 with device eri <=2.62 volt. Weekly battery voltage trend data shows min b(v)=2.64 to 2.62 volts between (B)(6) 2012. Two patient alerts for low battery voltage occurred on (B)(6) 2012, 03:00:05 and (B)(6) 2012, 03:00:05.